Event description:
Customer called to report that after activating the pod, he saw his bg start to rise. After 6 hours of wear, his bg rose to 400 and he changed the pod. The pod made a crackling noise and was hard to fill at the time of activation. He changed the pod and administered a bolus to bring his bg down. There were no further problems reported.

Manufacturer narrative:
The evaluation indicates that a retainer allowed a component to move resulting in damage which prevented the plunger from advancing. The user would have been aware of a problem during the fill process. There is resistance felt in filling the pod with insulin and a distinct "crackling" noise resulting from stripping the threads of the component when over-pressurised. The user is instructed in the user guide to frequently monitor their bg levels. By following these recommendations, the user would become aware of high bg levels and could use another device or backup therapy if required.